Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15520. It was reported the pt experienced pain at the ipg site and a "shooting" pain down her leg when stimulation was on. X-rays were taken and revealed the lead was partially pulled out of the ipg header. Surgical intervention may be taken at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.